Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site has a damaged straight suction. One of the two numbs that hold the instrument tracker is depressed. No patient involved. On 2020-mar-06 it was reported that the instrument was still able to pass verification despite the damage. Initial reporter provided.